Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. After a review of pt records, inconsistencies were found between treatment visualization and treatment documentation. There was no mistreatment, injury and/or death reported. Risk analysis is complete. Investigation for root cause has been initiated. Final corrective action is pending.

Manufacturer narrative:
Risk assessment indicates: severity: 3 (critical). Case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Assessment 3 (critical). Case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Assessment 1 (negligible). Reason: negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5% accuracy based on tcp data - see literature extracts below - a single fraction is well within this band, therefore negligible. Probability: c (remote). Case 1: c (remote). Reason: probably will not occur for more than one fraction. Case 2: c (remote). Reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc... And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). No other products are concerned.